Event description:
It was reported that the patient started to feel dizzy shortly after the pump was refilled. The hcp made four attempts to access the reservoir fill port using a pump refill kit. The hcp used the template, identified the landmarks, and accessed the refill port. The hcp then performed a drug refill of 20 mls. It was then observed that the pump pocket area was notably swollen and the patient's face was flushed. It was suspected a pocket fill had occurred. To confirm the amount of drug in the reservoir, the hcp emptied the reservoir and aspirated only 2-3 mls back into the syringe. The original 4 needle puncture sites on the skin were "nowhere near" the needle puncture the hcp made to access the pump the second time (the actual drug refill port location). The physician then assessed the patient, confirmed a pocket fill occurred, and since the pump was empty, performed a pump refill without any complications. The p ump was programmed to minimum rate; the patient was sent to the ICU for observation and supplemental oral baclofen was prescribed. It was indicated that the patient was stable and breathing on his own. The following day the patient experienced withdrawal symptoms. The patient was given baclofen orally and was "doing better." Per another reporter, during the refill procedure, the hcp believed the pump was accessed and 3 mls was withdrawn from the reservoir; the expected amount was 3 mls. The hcp clamped the tubing and drew up medication into the syringe and reconnected. The hcp pulled back on the syringe every 4 mls and did not get any blood tinged return. The hcp ensured the needle was in place. When the hcp removed the needle, she noted clear fluid coming out of the needle site. The hcp immediately contacted the physician. The patient was stable. The hcp tried to aspirate the pocket and was unable to aspirate. The hcp accessed the pump reservoir and only 1 ml was able to be pulled out. The plan was to monitor the patient all weekend in the ICU. Per another reporter, the catheter disconnected from the pump. Per another reporter they were unaware of any catheter disconnect or issue regarding the catheter. The reporter was never led to believe there was a catheter issue. It was indicated that the patient was doing well and the pump had been restarted. The patient was discharged. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: catheter model #8709 lot#l66505 implanted: (B)(6) 1999 explanted:unk; connector model# 8575 lot#n101819 implanted: (B)(6) 2007 explanted:unk.

Event description:
Additional information received corrected that there was no catheter complications reported. Catheter was never disconnected from the pump.

Manufacturer narrative:
(B)(4).